Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. On (B)(6) 2016 minimum atrial impedance measured 58 ohms, down from a trend of 307-437 ohms. D11 continued: addrl1 ipg, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had a low impedance warning trigger for multiple low impedance measurements. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.